Manufacturer narrative:
The device is expected to be returned but has not been received. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the flow diverter failed to open at the distal section. The device was removed and a new device was implanted. No patient injury occurred.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing was intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield braid were found fully opened with moderately frayed. No bends were found on the pushwire. No defects were found with tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding, the report of failure to open at the distal end could not be confirmed, as the received pipeline flex shield braid was found fully opened with moderately fraying at both ends. There were reports that the patient¿s vessel tortuosity was moderate. It is possible that the moderate vessel tortuosity and damaged to the braid may have contributed to the reported issues. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.